Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement of greater than 3,000 ohms, resulting in a lead safety switch. The patient was reported to have been hospitalized. A rv lead conductor fracture was reported. The patient will continue to be monitored. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.